Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports a (B)(4) patient tested 31 mg/dl and 52 mg/dl within 10 minutes on the inform ii system. Blood sample was obtained via heel stick. No actions taken based on device results. No adverse event reported. Requested return of suspect device.